Event description:
It was reported that there was particulate matter in the elastomeric balloon of a half day infusor. The particulate matter was identified after the device was filled with desferrioxamine, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14m043 was manufactured between november 18, 2014 ¿ november 20, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, approximately 0.25 square millimeters in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be polyester. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.